Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented to clinic for routine follow up. Upon device interrogation, the atrial lead exhibited noise. No intervention was performed. No further information was available.

Event description:
New information received on (B)(6) 2018 indicated that the patient presented on (B)(6) 2018. Upon device interrogation, the atrial lead exhibited noise oversensing leading to inappropriate mode switching. No intervention was performed.